Manufacturer narrative:
Initial reporter phone#: unknown. Initial reporter e-mail: unknown. Investigation summary: in response to the event reported, a device history review was conducted for lot number 2055754. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked during the infusion. The following information was provided by the initial reporter, translated from chinese: "at 09:54, on (B)(6) 2022, patient was with intravenous medication in the morning, about 5 minutes after intravenous indwelling needle is found to have a spill, see you after double checking the isolation had spill plug, check the IV and needle no bubbles, give out venous indwelling needle, and replace the same needle, replaced and did not see a spill, the patient has no reaction. Google translation (B)(6) 2022 at 09:54 in the morning, the patient was given intravenous drug treatment. After about 5 minutes, it was found that the intravenous indwelling needle had fluid overflow. After repeated inspections, it was found that there was fluid overflow at the isolation plug, and no air bubbles were found in the infusion tube and indwelling needle. The venous indwelling needle was removed, and the indwelling needle of the same type was replaced. No fluid leakage was seen after the replacement, and the patient had no discomfort."